Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional from a clinical study reported that starting (B)(6) 2015 the patient had gait disorder, falls, and worsening of motor symptoms. There was a scheduled hospitalization due to gait disorder and falls. There was improvement after adjustment of medication. The event had required hospitalization or prolongation of existing hospitalization. The event was unrelated/unlikely related to the surgery, system and pre-existing/underlying disease and was possibly/probably/ certain to be related to stimulation and medication. The event was resolved with sequelae. Further follow up is being conducted to additional information about the sequelae. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the serious adverse event was resolved on (B)(6) 2016. The adverse event with gait disorder and falls was still an issue.